Manufacturer narrative:
The analysis on the viewing station of the imaging system computer was completed by medtronic personnel. It was reported that the backup database was corrupted on the computer and that removal of the database restored functionality to the unit.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the replaced the computer for the viewing station of the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the viewing station of the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site radiologic technologist (rt) reported that, while performing a pre-operative spin for a spinal fusion, an error message appeared stating "an error has occurred that may have damaged system integrity, please restart." Restarting the imaging system multiple times did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to continue the procedure with an o-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.